Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose value of 509 mg/dl. Paramedics were called and treated the customer with syringe. Blood glucose was 441 mg/dl at the time of admission. Customer was treated with manual injection and insulin pump at the hospital. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was completed. The insulin pump will not be returned for analysis.